Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and confirmed a fault of the tubing hook. The tubing (oxygen hose) was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Urgent check of o2 connection is required as it is not working correctly. Was reported to be outside of clinical use and no reports of injury or harm to anyone. Investigation is ongoing.

Manufacturer narrative:
Initial reporter name and address:: institution/reporter phone#: (B)(6).